Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and high power, the parameters were strongly deviating from normal norms. A computerized tomography (CT) san revealed a pump thrombus and the patient started in lysis therapy. The vad parameters retrieved within normal range, laboratory values falling, log file analysis was normal. After lysis, the patient experienced a slight difficulty in finding words, slowed speech, cardiac computerized tomography (cct) whether due to recurrence now hounsfield unit (hu) status. The vd remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a sudden increase in power consumption and estimated flows beginning on (B)(6) 2022 leading to parameters above normal operating range, followed by a subsequent return to baseline parameters on (B)(6) 2022. 100 high watt alarms were logged on 8/jan/2022. Information provided by the site indicated that, in addition to the high power event, a computerized tomography (CT) scan revealed a pump thrombus. Of note, it was reported by the site that the patient started in lysis therapy, which corresponds with the observed return to baseline parameters in the log files. After lysis, the patient experienced a slight difficulty in finding words, slowed speech, cranial computerized tomography (cct) was performed whether due to recurrence now (hu) status. It was further reported the patient was placed as high urgency of eurotransplant for highest priority to receive an organ. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Additionally, log file analysis revealed two (2) controller power up events with associated pump start events were logged on 08/jan/2022 at 22:37:30 and 22:40:36. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 57% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 56% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 13 seconds and 30 seconds, respectively. The observed losses of power event is an additional finding not related to the reported event. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported high power event may be attributed to external factors such as thrombus formation/ingestion. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported the patient was placed as high urgency of eurotransplant for highest priority to receive an organ.